Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined. The returned battery passed external visual inspection and failed functional testing. During functional testing the battery failed. It exhibited a high max error indicative of a unit that is out of calibration. Also, during the battery exhibited early cell pair depletion which caused the cell pair voltage to drop below the minimum voltage threshold. However, the following complaint event detail" red flashing light on bch" could not be replicated at the bench level but it was confirmed via controller logs. As a result the battery failed to perform as per specification. Abnormal battery behavior including premature performance degradation and premature power source switching is being investigated under a manufacturer internal investigation. Fsca apr2014 was distributed to reinforce proper power management. This battery is part of a field safety notification and not a recall. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator in (B)(6) that there was a red flashing light on the battery charger with this battery. The battery was exchanged for one from stock with no effect on the patient. Testing analysis of the returned device found early cell pair depletion.

Manufacturer narrative:
The returned battery passed external visual inspection and failed functional testing. During functional testing the battery failed. It exhibited a high max error indicative of a unit that is out of calibration. Also, during the battery exhibited early cell pair depletion which caused the cell pair voltage to drop below the minimum voltage threshold. However, the following complaint event detail" red flashing light on bch" could not be replicated at the bench level but it was confirmed via controller logs. As a result the battery failed to perform as per specification. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error, which was a result of early depletion of cell pair #4. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a faulty cell pair, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.